Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unknown reasons at this time. The right atrial (ra) lead connected to this device was surgically abandoned. Further information has been requested from the field to determine the cause of the explant procedure. No additional adverse patient effects were reported. Currently, it is unknown if this device will return for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.